Event description:
On (B)(6) 2013 the reporter, the patient¿s mother contacted animas to report the insulin pump displayed the remaining insulin total was incorrect, showing more than what was actually in the cartridge. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.there was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the black box review shows multiple consecutive load steps on the reported failure date; alarm history shows 126.19u primed on the event date. The pump powers on and displays verify screen. The pump passed ez-prime steps successfully. The force sensor calibration reading is within specifications. Investigators were unable to duplicate large prime volume. Inspection shows no debris in the cartridge compartment. Pump¿s cover was removed, moisture corrosion was found to the force sensor flex pins. The display is dim and reddish. A test display screen was mounted for investigation purposes, the pump was able to power up with a fully illuminated and colored display.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.